Event description:
It was reported that a smiths medical pump were beeping continuously and no error message was showing. Pump would not run at all. The patient was able to get the pump to run after changing cartridge (patient had used same cartridge on two pumps). The fault occurred while in use. No reported harm/injury to the patient.